Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer remotely monitored the system through following procedures and confirmed that the issue had not reoccurred after a system restart. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue with the guided tool change function on universal surgical manipulator 4 (usm). The instrument on usm 4 was outside the pathway that was displayed on the system screen. The intuitive surgical, inc. (Isi) technical support engineer advised the customer to replace the instrument and reboot the system, and the customer stated that they would reboot the system after the case. The procedure was completing as planned with no reported injury.